Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the thigh. The insertion date is unknown. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the thigh. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).